Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4). F

Event description:
It was reported that the patient had an overstimulation sensation. The patient was also having stimulation in the wrong location. It was noted that the patient had a fall down the stairs on the day of the report about one hour prior to the report. The patient fell on the stimulator device. As soon as the patient turned their stimulation back on they felt a difference. The patient had the ¿overstimulation¿ and the stimulation being felt more in the legs and not as much in their back where it should have been. The stimulation was not feeling like it normally did. The patient had overstimulation in different areas. The stimulation was being felt in their back and not in their legs like usual. It was further reported that the patient was still having concerns with their device or therapy but they were working with their doctor or a manufacturer representative. An appointment date of (B)(6) 2014 was noted. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.